Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-13425, batch 1392106 was received for investigation. Visual inspection identified the presence of oxidation across the entirety of the reamer. It is unknown what cleaning conditions the device had been exposed to. The most likely cause of the reportable failure could be using the incorrect cleaning detergent/procedure.

Event description:
It was reported, ar-13425, keyhole reamer is rusty.